Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 did not sense being locked. The field service engineer (fse) had troubleshot the issue down to the lock sensor, which was then replaced. The sensor functionality was verified to be working correctly, and the drawer was tested using the hardware test application to confirm successful operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 5 had not sensed to stay closed or lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.